Event description:
Received call from technical director concerning the product. States after treatment initiated, arterial chamber emptied out a couple of times. States that connections appeared intact. Treatment interrupted, arterial line changed and discarded. Ebl approx 96cc (contents of arterial line). Pt resumed treatment without further incident and left facility, post treatment, in stable condition. MDR filed for blood loss only. A response letter has been sent to the facility. Hcp reports that he has some of this lot number remaining in facility and will send samples for further eval.

Manufacturer narrative:
Addendum: 02/13/98-the MFR performed the investigation on the lot number sent as the complaints (for both lot numbers) are similar. The lot number evaluated (r7n006) matches the lot number given in that pir. (The two companion samples were visually inspected according to specs for any mfg defects. No defects were found. The samples were submitted to an air leak test by applying 15 psi of air pressure into the bloodline for 30 seconds and then submerging it in water. No leaks were produced.) Based on the results of the record review and without a valid sample for analysis, the complaint as stated could not be confirmed. Customer encouraged to save complaint samples whenever possible. Will continue to monitor. A response letter was sent to the customer. Complaint closed. Eval-the companion samples met specs and the record review did not indicate anything relative to the reported defect. Trending of the catalog number, the lot numbers involved and the complaint code did not reveal any significant trends. Complaint is closed. Customer letter sent. Will continue to monitor this info.